Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the doctor determined the cause of the shocking and depleted ins was that the patient was taking longer to heal. The rep reported that while the device was turned off for a couple of weeks, the patient was able to heal. The rep reported that when they turned the device back on her shocking pain had subsided. The rep reported that the patient wasn¿t feeling the shocking pain anymore. The rep reported that the battery depletion was from the patient using the battery after implant. The rep noted that the patient liked it on an amplitude of 8-10. The rep reported that the patient saw their provider who told her to turn the stim off while she recovered. The rep reported that the patient was also given a steroid injection. The patient also recharged her battery and was reprogrammed. The patient reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced shocking at the battery site during normal use. The patient said they did not feel the shocking anywhere else. The rep said the ins battery was also depleted when the patient was interrogated at the healthcare professional's (hcp) office. The patient said they liked the amplitude at 10 or more after surgery, which caused the battery to deplete. The wound was checked by the hcp and the patient was told to let the wound heal for a couple of days before trying to recharge. The rep said they could not interrogate the battery because the ins was depleted. The patient charged the ins battery in the office and had a follow-up appointment on jun-10 to turn the stimulation back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had stimulation in the wrong location of her stomach and down her leg. The patient noted that the trial was great and that she got stimulation in the back where she needed it, but never had stimulation where she needed it since the permanent implant. The patient had met with a manufacturer representative for programming, but the issue was not resolved during the programming session, so the patient was told to keep therapy off until she is able to meet for another programming session. The patient connected the patient controller to the implant and it was displaying that the implantable neurostimulator battery was low. It was reviewed with the patient that the battery depletes, even when therapy is off. The patient was able to connect to the implant and start charging with excellent recharging quality. The patient was waiting until their next appointment to get reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient went to the emergency room (ER) because the area around the battery site was swollen. The rep reported that the ER doctor explained that the area was swollen but that her body was still healing. The rep reported that the patient was given a shot for pain. The rep reported that the shot lasted for 3 days and then the pain came back. The rep reported that the patient had begun using the stimulator again for her other pain. The rep reported that the patient was told to stop using her stimulator and to stop recharging. The rep reported that the patient had a follow up appointment on (B)(6) 2019. No further complications were reported.